Manufacturer narrative:
RMA issued. Replacement cable footswitch 15ft. Shipped to site (B)(4) 2014. Device was returned to manufacturer, unused. RMA issued. Replacement internal break-out box cable shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the break-out-box was returned in good condition. When connected to a known good system it was found to be fully functional. All ports returned green status and the footswitch functioned without issue. No problem found. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when connected to a known good system the scu performed as expected with normal foot switch function. A check of the event log revealed a history of intermittent internal strober error. Electrical failure, internal strober error, directly caused event.

Event description:
A medtronic representative reported a navigation system foot switch that was not working properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.